Event description:
Boston scientific received information from the patient that the transformer on the communicator became unusually hot to the touch.

Manufacturer narrative:
The communicator along with the power supply were returned for analysis. Post market quality assurance found that power brick's case temperature became excessively hot to the touch.